Manufacturer narrative:
Device evaluation- the returned device was powered on. After attaching an infusion cassette to pump, the pump immediately gave a "wrong cassette - pump won't run" message with an alarm. This condition indicates a problem with the downstream occlusion sensor/cassette detector component. The examination of the downstream occlusion sensor/cassette detector showed signs of fluid ingression in this area which likely caused the reported issue.

Event description:
Information was received indicating that this ambulatory infusion pump exhibited a "wrong cassette" alarm. It was not specified whether or not this occurred during infusion or interrupted therapy. No adverse patient effects were reported.